Event description:
Per the attorney¿s report: (B)(6) 2000 ¿ incisional hernia repair with composix mesh. One month post implant, pt experienced abdominal pain, developed a wound infection and exposed mesh at the open wound site. On (B)(6) 2001 ¿ partial removal of the mesh. Mesh noted to be infected and there were adhesions to the small bowel and abdominal wall, two small bowel enterotomies, two fistulas drained. The next 27 days, pt was treated for postoperative enterocutaneous fistula and persistent draining abdominal wound. Discharged on (B)(6) 2001. On (B)(6) 2001: pt admitted for fever and chills, started on antibiotic treatment. Pt still suffering from skin excoriation, wound draining. Physicians note bacteremia. Pt put under two weeks of antibiotic therapy, discharged on (B)(6) 2001. For the next two months, the pt had problems with the enterocutaneous fistulas and abdominal found draining. On (B)(6) 2001: pt admitted for transfusion due to low hematocrit. On (B)(6) 2001 ¿ pt underwent laparotomy. Residual composix mesh excised. Adhesions taken down, small bowel fistula resected with primary anastomosis. Abdominal would was closed with sutures. Discharged on (B)(6) 2001. The pt is alleged to have suffered severe pain and was seriously and permanently injured. Per review of medical records provided by the attorney: (B)(6) 2001 ¿ removal of ¿more than 99 percent¿ of the mesh. Small bowel, abdominal wall adhesions, two enterotomies noted, fistulas drained. On (B)(6) 2001 ¿ exploratory laparotomy, small bowel resection and excision of residual prosthetic mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The provided medical records to do not extend back beyond the explant procedure. They do, however, indicate the pt has had multiple attempts to close this ventral hernia prior to implant of the composix mesh in (B)(6) 2000. No specific device failure has been indicated in the medical records provided. While there is no indication that the mesh was the source of the infection that reportedly developed, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have contacted the initial reporter to obtain additional info and to have the explanted mesh returned for eval. Without additional info, no conclusion can be drawn.